Event description:
It was reported this right ventricular (rv) lead had exhibited an increase in threshold measurements. An x-ray taken confirmed the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.